Event description:
Pt treated in e.r. For pneumothorax and sent home with catheter in place. Pt returned three days later with total pneumothorax on same side. Catheter has seperated from white tubing adar (above or proximal to heimlich valve).catheter was replaced with good results but pt had to stay 10 days including 2 days in ICU.